Manufacturer narrative:
Actual product not returned for investigation, therefore the failure mode could not be confirmed. A serial number review could not be performed as no serial number was available.

Event description:
A peritoneal dialysis nurse reported that a patient was experiencing multiple scale warnings per night. Settings were recently changed from 70% to 85% for the drain exit criteria. Prior to the change patient was experiencing signs and symptoms of overfill. Upon follow up with the patient's nurse, it was stated that the issue was resolved with manual treatments. There was no adverse event, nor medical intervention administered.